Event description:
I was priming busulfan for a patient with IV 3 port tubing and spiros c-clip. Spiros appeared to connect appropriately to end of tubing, blue safety clip snapped in appropriately as well. After I finished circle priming the chemo I noticed it leaking from the point where the spiros connects to the tubing and is not supposed to be able to move or disconnect. I rechecked connection and connection seemed secure and not to be moving or disconnected in any way. I placed chemo and tubing in chemo bag. Several minutes later when observing leak through chemo bag spiros disconnected completely from the IV tubing.

Event description:
I was priming busulfan for a patient with IV 3 port tubing and spiros c-clip. Spiros appeared to connect appropriately to end of tubing, blue safety clip snapped in appropriately as well. After I finished circle priming the chemo I noticed it leaking from the point where the spiros connects to the tubing and is not supposed to be able to move or disconnect. I rechecked connection and connection seemed secure and not to be moving or disconnected in any way. I placed chemo and tubing in chemo bag. Several minutes later when observing leak through chemo bag spiros disconnected completely from the IV tubing.

Event description:
I was priming busulfan for a patient with IV 3 port tubing and spiros c-clip. Spiros appeared to connect appropriately to end of tubing, blue safety clip snapped in appropriately as well. After I finished circle priming the chemo I noticed it leaking from the point where the spiros connects to the tubing and is not supposed to be able to move or disconnect. I rechecked connection and connection seemed secure and not to be moving or disconnected in any way. I placed chemo and tubing in chemo bag. Several minutes later when observing leak through chemo bag spiros disconnected completely from the IV tubing.